Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was inspected according to procedure. The guidewire was returned, and it was observed that the coil wire was unraveled, and the core wire was detached separated at the transition point of the distal section.

Event description:
Reportable based on device analysis completed on 02feb2023. It was reported that device interaction with another device were encountered. A platinum plus guidewire was selected for use. It was reported that the balloon twisted on the platinum plus guidewire. There were no patient complications reported. However, returned device analysis revealed a guidewire detachment.